Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation during a case. There was no patient injury.

Manufacturer narrative:
A ge healthcare tech service remotely confirmed the issue and recommended replacement of the flow sensors to resolve the issue. Block a: no patient information provided to date after calls to customer (B)(6)2023. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.